Manufacturer narrative:
The device has been received for investigation. A supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels rose to approximately 400 mg/dl. The pod was not worn. During pod activation, the cannula did not deploy and was not visible after pod removal. The pink slide was reported as having moved forward; indicative of a needle mechanism failure. The pod did not establish communication with the controller and prompted the patient to change the pod. As treatment, the patient applied a new pod and administered a correction.